Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2. Only patient's birth year was reported to medtronic. Therefore, only the year of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was distal embolization in the same territory during procedure, caused by fragmentation of the cloth during thrombectomy. The event resulted in hospitalization and had a causal relationship to the stent and procedure. Additional information received reported that the embolism was in the cerebral artery. Additional information received indicated the cause of the clot fragmentation was the mechanical thrombectomy. The initial location of the clot being treated was the middle cerebral artery (mca) m2 segment. The patient vessel tortuosity and whether the device(s) were prepared per the instructions for use (IFU) was not collected in the clinical trial. No additional action was taken in order to resolve the event. Additional information received reported that the event recovered/resolved the same day on (B)(6) 2020. The event was assessed to be not related to the stent retriever. Additional information received reported the clinical event committee (cec) adjudicated assessment of this event with the conclusion the distal embolization event had a causal relationship to the study procedure and could possibly be related tothe solitaire device and/or phenom 21 microcatheter.